Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. As no lot number was provided, a review of device history records could not be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the user had received a line blocked alarm while sleeping in the morning. The alarm had not been heard for approximately one hour, resulting in a blood glucose (bg) rise to 167 mg/dl. A correction bolus had been administered as soon as the alarm was heard and the individual had awakened. It was stated that the alarm had been triggered due to the tubing becoming kinked when the individual had rolled over it during sleep. The issue had been resolved using the current cassette. The operator of the device was the lay user/patient. There was no patient injury.